Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the superficial femoral artery that was both moderately calcified and tortuous. The 7x100mm absolute pro was advanced to the lesion and deployment initiated; however, the thumbwheel got stuck. During retraction of the delivery system, the stent fully released from the system, but remained only partially deployed. A non-abbott stent was advanced inside the absolute pro to fully open the stent and appose it to the vessel wall, restoring blood flow. There was no adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure and the reported mechanical jam were unable to be replicated in a testing environment due to the condition of the returned device. The following damages were noted during return device analysis: multiple I-beam/outer member/stabilizer bends, wrinkled/separated sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, it is possible that interaction with the moderately calcified and tortuous anatomy and/or inadvertent mishandling resulting in the noted device damages (multiple I-beam/outer member/stabilizer bends, wrinkled/separated sheath) prevented the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported activation failure including expansion failures and mechanical jam difficulties cannot be determined. The treatment appears to be related to the operational context of the procedure as a non-abbott stent was advanced inside the absolute pro to fully open the stent and appose it to the vessel wall, restoring blood flow. There is no indication of a product quality issue with respect to manufacture, design or labeling.